Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fall and the patient stated the scs ipg shifted and began pressing against her spine. Consequently, surgical intervention was taken and the patient's physician replaced and repositioned the patient's scs ipg. Follow up identified the patient was doing well postoperatively.